Event description:
Consumer reported that the time of loss in relation to implantation was before prosthetic restoration, primary stability was achieved, osseointegration was also achieved.

Manufacturer narrative:
Consumer reported that the time of loss in relation to implantation was before prosthetic restoration, primary stability was achieved, osseointegration was also achieved.